Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-jun-2019 with the following findings: during investigation, moisture damage was observed behind the display lens. Unrelated to the original complaint, the display was dim and faded with a red hue. The pump powered up correctly. The alleged no power issue was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that there was moisture behind the display and no power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.